Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the mitraclip detaching from the anterior leaflet, resulting in recurrent mr. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat mitral regurgitation (mr) grade 4. One xtw clip was implanted successfully, reducing mr to grade 2. On (B)(6) 2023 the clip detached from the anterior leaflet, resulting in recurrent mr grade 2+. No intervention was performed. No additional information was provided.